Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the failed noise and temperature assessment,as well as the e6 error code were caused by the broken drive shaft. It was determine that the broken drive shaft was due to exerting excessive force on the device, which is misuse/abuse. It was determined that the face seal being installed backwards was due to manufacturing issue, which has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that at presurgery, it was observed that the motor device was loud. During in-house engineering evaluation, it was determined that the device failed noise assessment and the temperature assessment and gave an e6 (overheat warning) error approximately 10 minutes after starting the test. It was also noted that the device drive shaft was broken and the face seal was installed backwards. It was not reported if there were any delays in a surgical procedure. It was reported that a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.